Event description:
It was reported that prior to use during preparation, the console did not calibrate. It also gave an non-recoverable error saying "console error restart the console with the on/off button". The console was restarted twice, but the issue was not resolved. It was recommended to restart the whole system, which resolved the issue. There was no patient involvement.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that prior to use, during preparation for a robotic laparoscopic sigmoidectomy procedure, the surgeon console did not calibrate. It also gave an non-recoverable error stating, "console error restart the console with the on/off button". The surgeon console was restarted twice, but the issue was not resolved. It was recommended to restart the whole system, which resolved the issue. There was no patient involvement.

Manufacturer narrative:
H2) correction: d1, d10 h3) device evaluation: medtronic led an evaluation of the reported surgeon console in the field. Review of the field service notes indicated that the surgeon console experienced calibration and start-up errors. The left input arm was replaced. The system and surgeon console were rebooted. The surgeon console and input arm passed all function and safety tests after the repair. Evaluation of the surgeon console confirmed the reported condition. The investigation identified the most likely root cause could be traced to a defective left input device. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all medtronic quality release specifications at the time of manufacture. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.